Event description:
Needles to insulin syringes bend too easy. 60cc syringe does not administer correct dosage of medication when a pump is used. Syringes leak around the shield. Syringe (3cc) does not fit in nuclear med syringe shield.